Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with lost sensor alarms. The customer states their blood glucose level had been as high as 476mg/dl. The customer states they had changed out their infusion set and the cannula was not bent. The customer declined to troubleshoot for the highs and believes the pump was functioning as designed. The customer was advised to monitor the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The call with the customer was reviewed for additional information. During the call, the customer stated that she did treat the blood glucose of 476 mg/dl by delivering a bolus. However, the blood glucose was still high at 246 mg/dl. The customer changed the infusion set, and no bends or kinks were noted on the cannula. The customer also raised the basal rates so that she could get more insulin. The customer declined to troubleshoot, and was advised to call back as needed.